Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module for three female patients. The following data was provided (cutoff 15.6 ng/l): patient 1 sid (B)(6), on (B)(6) 2024, initial result 18.8 ng/l, repeated 5.2 / 5.5 / 5.7 ng/l. Patient 2 sid (B)(6), on (B)(6) 2024, initial result 20.6 ng/l, repeated 5.8 / 6.2 / 6.2 ng/l. Patient 3 sid (B)(6), on (B)(6) 2024, initial result 218.7 ng/l, repeated <3.2 / 4.7 / 21.6 ng/l. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00359 under a different suspect device. This complaint is associated with discrepant results generated on the alinity I processing module, serial number (B)(6). The customer reported falsely elevated alinity I stat high sensitive troponin-I results. Service inspected the module and performed multiple troubleshooting procedures, including part replacement. The instrument service history review revealed no additional tickets related to discrepant/erratic patient results. A review of ticket trending did not identify any related trends. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.